Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low sensor scan results obtained on the adc device. As a result, the customer experienced fatigue and was unable to self-treat. The customer required treatment of intravenous glucose provided by a healthcare professional (nurse). After an unspecified amount of time, the customer's glucose level was measured at 12.2 mmol/l using a healthcare professional meter compared to 2.9 mmol/l obtained from the adc sensor scan. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 6 days. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Consequently, the customer self-administered with insulin when they reached home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba). Damage to the battery was observed. Extended investigation and visual inspection have been performed on the returned sensor puck and its printed circuit board assembly (pcba). The inspection revealed the battery to be removed from pcba. The data was unable to be extracted due to the damage to the pcba battery tracks. Observed that the damage to the tracks of the pcba was due to the damage from de-casing. A functionality test was unable to be performed due to the pcba damage. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low sensor scan results obtained on the adc device. As a result, the customer experienced fatigue and was unable to self-treat. The customer required treatment of intravenous glucose provided by a healthcare professional (nurse). After an unspecified amount of time, the customer's glucose level was measured at 12.2 mmol/l using a healthcare professional meter compared to 2.9 mmol/l obtained from the adc sensor scan. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 6 days. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Consequently, the customer self-administered with insulin when they reached home. There was no report of death or permanent impairment associated with this event.